Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this bioprosthetic valve, the physician used water to test the valve and it led to a tear on the valve's leaflet. The valve was explanted and replaced with a non-medtronic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the valve was received in a tyvek pouch with no solution, was dry and did not have evidence of blood stains. The leaflets were desiccated and stiff. The non-coronary and left cusps were intact. A tear in the belly of the right cusp was noted which was consistent with a puncture or laceration by a sharp instrument such as forceps. All commissures were intact. Per medtronic¿s inspection, each hancock ii valve undergoes a coaptation test to ensure the cusps meet the tissue characteristic requirements (i.e. Damages, tear, etc.). Also, each valve is 100% inspected during final inspection on tissue characteristics and damages. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the received information and analysis results of the returned device, the clinical observation was confirmed. The probable cause of the tear was contact with a sharp instrument. If information is provided in the future, a supplemental report will be issued.